Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted testing. The pump was received with normal operating currents. The pump was monitored for several days, and no battery out limit alarms occurred during testing. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a stained end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 142 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The battery of the insulin pump was reinstalled to no avail. The customer also reported a battery out limit alarm after the battery of the insulin pump was changed. The customer also mentioned being involved in an accident where the tire of her car had a blow-out. The customer reported that the accident was not diabetes related. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.